Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and had a safety alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was beeping and the buttons were unresponsive . No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a safety alarm after battery was inserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on escape and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump unable to vibrate due to broken vibrator black wire. Insulin pump was tested with no internal clock comparison error alarm noted.